Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high out of range shock impedance measurements on the right ventricular (rv) lead. Following reprogramming, a commanded shock lead impedance was performed. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that the high out of range shock lead impedance measurements was caused by the superior vena cava (svc) coil. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high out of range shock impedance measurements on the right ventricular (rv) lead. Following reprogramming, a commanded shock lead impedance was performed. No additional adverse patient effects were reported. This crt-d remains in service.